Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly calcified and mildly tortuous right common iliac vein (r-civ). A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation the balloon was initially inflated at 3 atmospheres. Upon deflation, it was noted that the balloon popped. The device was removed and replaced with another 18-6/5.8/75 xxl esophageal balloon catheter, which also ruptured on the initial inflation at 5 atmospheres. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.